Event description:
It was reported that an emergency follow up took place the day of implant and it was noted that both anti tachycardia therapy (atp) and several shock did not convert the patient arrhythmia. An error code was seen and the last shock impedance measurements was low and out of range. A possible right ventricular lead (rv) fracture was suspected, but not confirmed. Data was sent for review to technical services (ts). A review by engineering and ts noted that the device had two shorted lead fault during a ventricular tachycardia episode. Ts noted that this caused a change time exceeded fault and the device would transition into end of life (eol). In this case this did not occur and thus the device may be ok to leave implanted, but testing the device to charge and delivery therapy with a new lead was recommended. Ts discussed to clear the fault and schedule an immediate device replacement and evaluate the lead system integrity. The rv lead remains implanted and the system was reprogrammed. Subsequently the system was explanted and replaced. No additional adverse patent effects were reported.

Event description:
It was reported that an emergency follow up took place the day of implant and it was noted that both anti tachycardia therapy (atp) and several shock did not convert the patient arrhythmia. An error code was seen and the last shock impedance measurements was low and out of range. A possible right ventricular lead (rv) fracture was suspected, but not confirmed. Data was sent for review to technical services (ts). A review by engineering and ts noted that the device had two shorted lead fault during a ventricular tachycardia episode. Ts noted that this caused a change time exceeded fault and the device would transition into end of life (eol). In this case this did not occur and thus the device may be ok to leave implanted, but testing the device to charge and delivery therapy with a new lead was recommended. Ts discussed to clear the fault and schedule an immediate device replacement and evaluate the lead system integrity. Subsequently the system was explanted and replaced. The system is being attempted to be returned for analysis. No additional adverse patient effects were reported.